Event description:
It was reported that there was high threshold. The rv (right ventricular) lead was successfully repositioned, whereupon, satisfactory thresholds were obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429678 lead, implanted: (B)(6) 2014; 5076-52 lead implanted: (B)(6) 2014. (B)(4).